Event description:
It was reported that during use a bd¿ pre-filled normal saline filled flush syringe was found with foreign matter "a white string of floating debris in the flush." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
One sample unit containing foreign matter was received for evaluation by our quality engineer team. A small portion of the foreign material was removed from the syringe and prepared for fourier transform infrared spectroscopy (ftir) analysis. The ftir analysis results determined that the material is most likely cellulose along with some saline solution and silicone. A device history record review did not reveal any deviations or non-conformances during the production of lot number 801711d that could have contributed to the presence of foreign matter. The origin of the foreign material could not be determined. As there is no current trend for foreign matter and bd franklin products, this was determined to be an isolated incident. Investigation conclusion: the root cause of the foreign matter found within the syringe was unable to be determined based on the investigation performed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ pre-filled normal saline filled flush syringe was found with foreign matter "a white string of floating debris in the flush." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd¿ pre-filled normal saline filled flush syringe was found with foreign matter "a white string of floating debris in the flush." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.